Manufacturer narrative:
(B)(4). The sample was discarded due to contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter corporate product surveillance a clearlink secondary medication set in which simultaneous flow was observed. The nurse indicated that a primary set was connected to the patient and to a sigma spectrum infusion pump. Therapy was initiated with normal saline. The nurse then attached the secondary set to the primary set and therapy continued. The medication being administered was an unknown chemotherapy medication. When the nurse returned to the room, it was observed that there was still medication in the secondary bag after therapy should have been completed. The nurse indicated that the primary bag was lowered correctly. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.